Manufacturer narrative:
Manufacturer's investigation conclusion: no specific device-related issues were reported. The account submitted a log file for review. Technical services reviewed the log file and noted no other unusual events were noted. The beginning of the log file starts with pump stops due to controller exchange. The pump appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 7 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that log files were reviewed following a patient routine office visit. Initial log file analysis observed pump power and speed at zero in the first several events of the log. This appeared to be caused by a total loss of power to the controller. After the log file was reviewed a second time, it appeared that the initial pump stops were from when the driveline was disconnected. Speeds noted at 10,000 revolutions per minute (rpm) initially then 6,000 rpm and then the patient's fixed speed of 9,200 rpm. Vad coordinator at facility confirmed that the patient had disconnected the driveline around that time which would explain the pump power and speed readings at zero.